Event description:
The patient's mother reported for the last month, the patient has been getting a large amount of air bubbles in his insulin infusion set tubing near the headset. She stated the patient's target blood glucose range is 100 mg/dl, but it does frequently fluctuate. She stated that 2 weeks ago, her son was hospitalized for high blood glucose. She stated the patient's blood glucose registered "hi" on the meter and she immediately changed his infusion headset. While doing this, she noticed a tremendous amount of air bubbles in the tubing going to the headset. She stated the patient was very irritable and difficult to deal with. The patient's mother stated when the patient was admitted to the hospital his reading was 700 mg/dl and he was immediately placed on an insulin drip. She said he remained in ICU for 24 hrs. She stated the patient experienced another high blood glucose reading of 600 mg/dl tonight which she brought down by changing his infusion set and bolusing insulin through his insulin infusion device (competitor product). She stated, she thinks the infusion sets are damaged since this issue seems to be continuing with this lot of infusion sets. During troubleshooting, the patient's mother stated that she did not notice a strong smell of insulin. She said she examined the infusion set and did not notice any tears in the tubing. The product was replaced and requested to be returned for evaluation.